Event description:
It was reported an alarm was heard which telemetry did not confirm. The programmer said the patient had 20 milliliters (ml) of medication left. There was no alarm since (B)(6). The patient had been hearing the pump alarm since thursday every 4 hours. The critical alarm was set to be every 10 minutes and the non-critical alarm was set to every hour. The patient did not have any symptoms. The alarm was ¿definitely not¿ the critical alarm but it may have been the non-critical single beep. The pump logs showed that there were multiple motor stalls on (B)(6), (B)(6), and (B)(6). The last stall occurred on (B)(6) with recovery on the same day. The system was being used to deliver prialt and dilaudid. The same day it was reported the patient started hearing sporadic beeping starting on (B)(6) 2014. It beeped 4 or 5 times the day before the day of this report and once on the date of this report. It was a single beep and not a cell phone or a watch. The patient also had ¿hot spots.¿ since the beginning of the year she has had random hot-spots on her skin including her back and no lower than her knees. It was not known if this was related to the pump or related to the condition for which the patient had the pump. It was noted the patient had an MRI on (B)(6) 2014 that was unrelated to the device or therapy. The pump was interrogated and it had resumed function normally.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).